Manufacturer narrative:
Evaluation: a work order search was performed for the injector for similar complaints and there were two similar complaints within the search. A work order search was performed for the cartridge lot number for similar complaints and there were similar complaints within the search.

Event description:
The reporter stated that the surgeon was inserting competitor's lens using a aq cartridge-fp and plate haptic tore on the lens. The lens was removed and replaced with another lens with no patient injury.